Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts, sensing and therapy electrodes. Patient described the rash as very itchy and gets red after she scratches the area. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed an antibiotic gel. Follow up indicated that the gel is helping with the skin irritation.